Manufacturer narrative:
The associated complaint device was not returned for evaluation. Please review attached for investigation results. (B)(4).

Event description:
It was reported that a left knee revision surgery was performed for unspecified reasons.